Event description:
It was reported that the right atrial lead exhibited sensing anomaly and high thresholds due to dislodgement. Attempts to reposition the lead was unsuccessful. The lead was explanted and replaced on (B)(6) 2014. The patient is in good condition after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.